Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
This report is filed 02 sep 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014; the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report. This report is filed october 23, 2013. Device currently unavailable.